Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate plus profile 325cc and experienced deflation on the right breast implant. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant, gel implants, catalog # 3503504, (B)(4) and catalog number 3503754, s/n (B)(4) on (B)(6) 2018.

Manufacturer narrative:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate plus profile 325cc and experienced deflation on the right breast implant. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant, gel implants, catalog # 3503504, s/n (B)(4), and catalog number 3503754, s/n (B)(4) on (B)(6) 2018. The device was returned to mentor without fluid inside. No foreign material was observed within the device. Yellow material was observed on the shell surface. During visual examination, the mentor product analysis lab observed the device appears intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device. No anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint of deflation was not confirmed since no anomalies were found on the reported device. At this point it is not possible to determine the origin of the yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).